Manufacturer narrative:
Cmp- (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01801. G2: mexico. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during the procedure, the stem would not seat properly. Subsequently, the femur was fractured while trying to obtain the correct placement for the stem. Additionally, the surgeon experienced difficulty assembling the cup and liner. A new liner was opened. And was able to be successfully assembled to the shell. Due to all these issues, the surgery was delayed for one hour. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - stem no product was provided, or pictures provided; visual and dimensional evaluations could not be performed. Complaint was confirmed based on a review of the provided medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the second surgery lasted more than 5 hours because there were different complications, within them. I am also informed that the lack of skill and management of the technique for hip placement also extended the surgical time, happening that at the time of trying to place the liner 32 g arcom xl it was not possible to fit into the acetabular cup 60 g after several attempts. The technician passes the instruments of the conical reamer with the handle "t" to ream in a manual way the intramedullary canal of the femur so the doctor told him that it was better to pass that reamer mounted on the impeller or electric motor, so the insermed instrumentalist suggests to the doctor that it is better to do it manually to check the depth and progressively make the reaming, so the doctor not listening to the advice of the technician decided to perform the conical reamer with the impeller which the ream went very deep than what is recommended. At the time of placing the final stem was very low, in addition to that to be placing the tests of the proximal bodies and with the manipulation of the femur and placement of the definitive proximal body the femur was fractured so that the surgical time was prolonged even more. Once the prosthesis is placed, they close the patient's hip without any more visible problems. Investigation results concluded that the root cause of the reported event is attributed to user not following instructions. Per the arcos modular femoral revision system surgical technique - preparation of the diaphysis "assemble the sts reamer to the t-handle and turn the handle from torque limiting to the locked position. Ream the femur in 1 mm increments by hand until the reamer advances to the 60 mm mark, referencing the tip of the greater trochanter." The surgeon was notified of the proper sugical technique for this item. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.